Event description:
It was reported that occlusion alarms occurred.  There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer changed pump supplies and resumed insulin to resolve the issue.